Event description:
(B)(4).

Manufacturer narrative:
The technician found the scale had been zeroed with a pt in the bed, user error. The scale was zeroed as outlined in the user manual by the technician to resolve the issue.